Event description:
While using renu with moistureloc, I experienced multiple problems with my eyes. I had swollen eye ball, swollen lymph nodes, styes on my eye (2), pimples on the inside of my eye in the bottom row, they were white. I had excessive burning, itching and discharge. Now it has produced a discoloration of the tear duct and inside of my left eye. The blurred vision was first for 2 days with swollen tear duct and redness and discomfort. As a result I was on 1 oral med and 4 different eye drops. Ia am still having problems with my left eye and I continue treatment.